Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a starclose se device after an ablation procedure using a 5f sheath. Reportedly, after deployment of the locator wing, the device was pulled back and it seemed as if the locator wings were right beneath skin level and not in the lumen of the vessel. The system worked well, the clip was deployed but did not hit the artery. Hemostasis was achieved via manual compression. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to malposition of the clip may include, but not limited to, inadequate nick and spread and/or device pulled back during clip deployment. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.